Event description:
It was reported by a diabetic nurse specialist to Insulet that the patient had passed away in 'early 2025'. Information was received from the healthcare professional on 16-July-2026 that the date of death was (b)(6)2026 and the patient passed away at home. The Pod was worn at the time of death and there were reportedly no issues with the Omnipod system. The patient's last blood glucose reading was 14.4 mmol/L (259 mg/dL) at 3.29 AM as per Glooko. The cause of death was not stated. The patient's past medical history included anxiety, emotionally unstable personality disorder, depression, previous pulmonary embolism, chronic kidney disease, gastroparesis and type 1 diabetes mellitus with microvascular complications including neuropathy and nephropathy. No further information was provided. If additional information is received, a supplemental report will be submitted. Dexcom was notified of the event 28-July-2026.

Manufacturer narrative:
The location of the Pod and controller are unknown. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Cloud data from the user for the period of (b)(6)2025 was downloaded and reviewed. Review of the patient history buffer (PHB) data found that the last PHB data point was created at 09:44 on (b)(6)2025. The PHB data showed that, while the system was used in Automated Mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in Manual Mode, the system correctly delivered the user's manual basal program regardless of the estimated glucose values received. The cloud data showed that the last pod activated was activated at 05:46 on (b)(6)2025. The PHB data showed that the system was only used in Automated Mode for this pod. The pod was able to connect with the sensor shortly after activation and received estimated glucose values above 200 mg/dL until the sensor became inactive at 07:24 on (b)(6)2025. The sensor remained inactivate, as indicated by estimated glucose values of 1, until 20:24 on (b)(6)2025 when the sensor began calibration, as indicated by estimated glucose values of 5. The sensor completed calibration at 22:19 on (b)(6)2025 and the first valid estimated glucose value received by the pod from the new sensor was 243 mg/dL. The system responded appropriately to this stretch of missing sensor values, transitioning to Automated Mode: Limited after four consecutive cycles of missing sensor values and generating Missing Sensor Values alerts after one hour of consecutive missing values. While in Automated Mode: Limited, the system correctly delivered Safe Basal, which is the lower of the user's manual basal program and adaptive basal rate. The cloud data showed that an Automated Delivery Restriction alert was generated at 03:09 on (b)(6)2025 due to the automated algorithm delivering the maximum microbolus amount based on the user's adaptive basal rate in response to increasing and high estimated glucose values. The user's estimated glucose values had increased to 294 mg/dL prior to generation of the Automated Delivery Restriction alert. The cloud data showed that this Automated Delivery Restriction alert was not acknowledged before the last PHB data point. When the alert generated, the system correctly transitioned to Automated Mode: Limited and immediately began delivery of Safe Basal. The user's estimated glucose values increased to 301 mg/dL at 03:14 on (b)(6)2025 before starting to decrease. Estimated glucose values decreased to 286 mg/dL at 03:44 before the sensor started encountering errors, as indicated by estimated glucose values of 10 and 6 being processed. These error values occurred until 05:44 on (b)(6)2025 when the sensor sent an Urgent Low (less than 40 mg/dL) estimated glucose value to the pod. A value of 46 mg/dL was received at 05:49, then another Urgent Low value received at 05:54, before the sensor began producing error values again. These errors occurred until 06:44 on (b)(6)2025 when the sensor began inactive. A new sensor was not activated before the last PHB data point. Due to the Automated Delivery Restriction alert still generated and the system being in Automated Mode: Limited, these stretches of missing sensor values did not impact the amount of insulin delivered. The cloud data does not show a deactivation or discard record for this last pod used, and the last record from the controller in the cloud was a Missing Sensor Values alert generated at 08:56 on (b)(6)2025, indicating that the controller lost connection with the cloud after 09:44 on (b)(6)2025 before the pod could be deactivated. The cloud data showed that three boluses were delivered on (b)(6)2025, one of 4.65 U started at 06:55, one of 0.2 U started at 11:20, and one of 6.1 U started at 19:10. No boluses were delivered on (b)(6)2025. Comparison of the bolus records in the cloud to the PHB data found that the total pulses delivered count tracked by the pod increased correctly based on the total bolus volume of each bolus after delivery of each bolus, indicating that each bolus was actively and completely delivered by the pod. No evidence of the system failing to deliver insulin was observed in the available cloud data. The patient was using a Dexcom G6 sensor.Locked Down Smartphone: Data not available.Omnipod Software App Version: 2.0.0.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.